Event description:
During an ercp procedure, the physician used a direct access sphincterotome system with a tracer metro wire guide to complete a sphincterotomy. The physician used proper flushing techniques. When the wire guide was pulled back through the sphincterotome, resistance was encountered. At this time, it was noticed a section of the wire guide coating detached inside the pancreatic duct. The coating was not retrieved from the patient. An adverse effect to the patient was not reported by the physician.